Manufacturer narrative:
A review of the manufacturing and inspection records for this product family was conducted. Historically, no deviations or non-conformance's that would lead to this issue were found. A fragment of the tip of the device was returned from the customer for review. The actual device was not returned. A visual inspection was performed on the fragment, and it appears to be one of the three tips from the cutting cannula. The complaint was confirmed. There are stringent computer and photographic inspections that ensure the cannula tri-tips are not deformed or broken during the manufacturing process. The tri-tip damage was possibly caused by the device striking a hard external surface or an interference with a coaxial, if one was used. Since the actual device that the fragment came from was not provided, a more thorough investigation could not be performed. No corrective action can be implemented at this time. A review of the complaints database was conducted. Over the previous six months, no similar complaints were found related to this product family and no similar complaints related to part number. A lot number was not provided to review.

Event description:
Breakage of a biopince breast biopsy needle during biopsy on (B)(6) 2024 without this being noticed by the doctor. A metal fragment remained in the left breast until 10 june, when it was expelled. The doctor checked following removal with a mammogram to ensure there was no metallic in the left breast.